Event description:
General report received of an unspecified number of undocumented incidents of leaks of radioactive agents. It was reported that this happened when manual injections of contrast were performed using a syringe with an attached needle of unspecified gauge that was inserted into a prepierced male adapter plug, which then was connected to a clave y-site. The customer contact stated that per staff, visible traces of contrast were noted when scanning rooms at the end of the day. There were no reported adverse effects to the patients or staff. Though requested, no additional information provided.

Manufacturer narrative:
The actual device involvedc in the reported incident was not returned for analysis. The lot number for this product was not identified; therefore, a review of the batch records could not be performed.